Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/22/2016 - voicemail, 1/25/2016 - voicemail, 1/26/2016 - voicemail a ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was updated, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit shut down. The clinician reportedly cycled power and continued the case. There was no reported patient injury.